Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years and nine months post deployment, an x-ray revealed a dislodged leg of the ivc filter. Approximately a month later, a CT showed a vena cava filter strut in the lower lungs. Therefore, based on the provided medical records, the investigation can be confirmed for limb detachment. Per the medical records, the filter was placed in a suprarenal position above the level of the left renal vein thrombus. Therefore, it is possible that the suprarenal filter placement contributed to the reported deficiency. However, based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years nine months post filter deployment, a CT scan reportedly demonstrated a detached limb in the lung. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limb. The patient reportedly experienced shortness of breath. It was further reported that the patient expired.